Event description:
The hospital reported that they do not like the trigger on the vh-3500. It is stiff, too hard to push. The hospital did not report any patient effects. No replacement need.

Manufacturer narrative:
Autonumber # (B)(4). A lot history record review was completed for lots 25140928, 25140891 and 25139821; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that they do not like the trigger on the vh-3500. It is stiff, too hard to push. The hospital did not report any patient effects. No replacement need.